Event description:
It was reported that the lead was explanted due to an insulation anomaly found on the is1 connector.

Manufacturer narrative:
The lead was returned in three parts. The connector boot was damaged and the sensing coil was fractured due to fatigue resulting in an open circuit near the crimp sleeve by the connector ring. All other damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.